Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very burnt and the heater was lifted up somewhat. The jaws were very bloody. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "device remains activated" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the heating coil on the device would not turn off. A new kit was used to complete the procedure. There were no pt effects. The product was returned.